Event description:
It was reported by service report that the footboard did not always work causing intermittent bed exit and scale availability due to foreign material caught in the footboard connector. No patient involvement or adverse consequences are reported.